Event description:
The patient's legal guardian (lg) reported on behalf of the patient that their blood glucose (bg) level rose over 438 mg/dl, while wearing the pod between 37 and 48 hours. The lg reported when the pod was removed from the infusion site (arm), the cannula detached from the pod. The lg reported having to remove the cannula from the patient's skin using tweezers. No medical assistance was required. Treatment information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had detached/broken off from the pod. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: unavailable, omnipod software app version: unavailable, smartphone operating system: unavailable, smartphone hardware: unavailable, cgm sensor type: unavailable. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.